Event description:
It was reported that the patient¿s neck and right side of face were numb following a refill. Prior to the refill the pump contained saline for ¿about a year¿ due to not being able to get to a managing physician. The patient thinks the symptoms are related to times when medication is ¿being released¿. It was reported regarding the symptoms that ¿it¿s not hurting nothing. It just feels strange¿. The device system was used to deliver saline prior to the refill, and baclofen after the refill.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-1, lot# n225537, implanted: (B)(6) 2009, product type accessory; product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, product type accessory. (B)(4).